Event description:
It was reported that the patient was admitted to the hospital due to migraine, neck pain and cerebrospinal fluid leakage (csf leak) following their spinal cord stimulator (scs) implant procedure.